Event description:
An attempt was made to use a scuba peripheral stent system to treat a patient. The stent was inserted following pre-dilation with a balloon. "When doctor withdrew the stent, he did found the stent in patient by radiography. The stent was still on the deliver system." Another attempt was made with a second scuba peripheral stent system but this also failed. Finally, a self-expanding stent was implanted. No patient complication reported. The two devices were inspected before use and no abnormalities were noted. Resistance was experienced with the second scuba and the introducer sheath. Evaluation summary: the stent was dislodged about 1 mm from the proximal marker towards the distal marker. The crossing profile of the dislodged stent was measured and found to be within specifications. The heat setting marks on the balloon were clearly recognizable close to the marker bands. Crimping marks were identified on the balloon surface.

Manufacturer narrative:
Evaluation results: (based on the device evaluation and information provided no root cause can be determined).(B)(4).